Manufacturer narrative:
There was no known patient involvement. The heater-cooler system 3t 16-02-80 is not distributed in the USA, but it is similar to heater-cooler system 3t 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of the heater-cooler system 3t devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova service representative was informed of the issue and the unit was returned to livanova (B)(4) for a deep disinfection. The service representative had examined the unit, tested the water sample and could confirm the reported contamination. The deep disinfection has been successfully performed in may 2016. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Corrective actions are in progress for this issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacteria intracellulare. There is no known patient involvement.